Event description:
It was reported that the patient experienced an increase in depression. The treating physician stated that the vns had been working well until the patient was in a motor vehicle accident a year prior. Clinic notes make reference to recent x-ray images taken since the accident, which assessed that everything appeared in the proper position. No additional pertinent information has been received to date.